Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v is being filed under a separate medwatch MFR number. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. Return of the otw trek catheter may have aided in the investigation and determination of cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Without the product to examine a conclusive cause could not be determined.

Event description:
It was reported that during the procedure in the right coronary artery, a 2.5x12 trek dilatation catheter was advanced over a balance middleweight universal ii (bmw) guide wire to perform pre-dilatation. Sticking was felt during advancement and withdrawal of the device; however, pre-dilatation was performed successfully. During advancement of a 3.0 x 28 otw xience v stent system over the bmw guide wire, sticking was felt; therefore, the stent system was removed from the anatomy. During removal of the stent system, sticking was felt. The bmw was removed from the anatomy and exchanged for a new bmw universal ii guide wire of the same size. The same xience stent system was advanced on the guide wire. Sticking was felt; however, the stent was deployed successfully. After stent deployment, the stent system was removed from the guide wire and sticking was felt. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.